Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass, during prime, the manifold cracked and it was leaking fluid.   No patient involvement as this occurred during prime. Product was changed out. Procedure was completed successfully.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on august 8, 2018. The sample was not returned for evaluation; therefore, the complaint was not confirmed. A representative retention sample from the affected lot number was visually inspected and confirmed to not have any damages or anomalies on the device, specially with the manifold connections on the reservoir. Based on the description of the event, it is likely that there was a crack along the l-shaped connector of the sampling manifold line. It is likely that the manifold connector was damaged by a shock force at some point during the handling of the product; however, when or how this shock force was applied was not able to be determined. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.